Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: an mz1000 china sample was not available for investigation, however the customer indicates that the maxzero component was found cracked when the packaging was opened. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however in this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported that the maxzero needleless connector joint was found to be cracked when removing it from the packaging. The following information was provided by the initial reporter, translated from chinese to english: "the joint was found to be cracked when the package was opened."